Manufacturer narrative:
In the 3500a it was reported that we were working on the UDI information. Therefore, we are submitting this supplemental with the UDI number.(B)(4)

Manufacturer narrative:
(B)(4). The investigational analysis has been completed. Fifteen pieces were received with the pouch and plastic film sealed from the aria hospital. All devices presented, yellowing packaging, shaft peels and the lots were expired. Samples were sent to material evaluation. Results show that the yellowing condition is consistent with uv exposition. It was confirmed that the catheters show an evident degradation of the material which may be expected based on the storage condition reported above. The instructions for use (IFU) for storage showed that the catheter should be stored in a cool, dry, dark place. Storage temperature should be between 5 and 25ºc (41 and 77ºf). The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However the root cause is related to the storage conditions at the hospital.

Event description:
It was reported that this unopened navistar catheter was stored in the same area as the catheter alleged under 9673241-2013-00346 ((B)(4)) where it was described that the blue shaft coating of the catheter, all the way to the base, started fraying off when they touched it. The account believed that the storage site was the root cause of the issue. The catheters were stored close to a window outside their boxes exposing the devices to the sunlight. Multiple attempts had been made to obtain the product for this complaint. However, the product had not been returned for investigation. Since there was no evidence that this catheter had any issue, this complaint was assessed as not reportable. The bwi failure analysis lab received the device for evaluation on june 11, 2015. During the analysis on august 10, 2015, it was confirmed that the catheters show an evident degradation of the material which may be expected based on the storage condition reported above. Therefore, this condition has been assessed as a reportable malfunction. The awareness date is august 10, 2015.